Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from biopsy channel identified during inspection, proper reprocessing may have not been possible, and the foreign matter may have not been removed. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.